Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead had high thresholds and high undefined pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.